Manufacturer narrative:
H3: evaluation in progress, but not yet concluded.

Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user observed an error message. The device was not changed out. There were no reported adverse consequences to a patient as a result of this event.